Event description:
Procedure type: vats. According to the reporter: the load misfired, staples did not form and caused parenchyma fracture in the posterior major fissure and bleeding from lung parenchyma. The surgeon had to suture the area to repair with pleural tent creation. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss. No MFR¿s reinforcement material was used with this device.

Manufacturer narrative:
(B)(4).